Event description:
The user facility reported the table tipped with a patient on the table. The patient was on the table in reverse orientation when the table began to tip towards the patient's head. Hospital personnel were able to grab the opposite end of the table to keep it from fully tipping and positioned a stand under the patient. There were no injuries or procedural delays/cancellations reported with the event.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the table and found the table was operating to specification. The technician was informed that the table was unlocked by hospital personnel in order to reposition the table in the room. The 3080 operator manual (1-1) states: "patient injury hazard- the following warnings must be observed when operating this table: tipping hazard- do not use table unless floor locks are engaged. Tipping hazard- do not release floor locks while patient is on table". The technician also verified the appropriate labels were present on the table to advise against releasing the floor locks while a patient is on the table. The technician reviewed the warning labels with the user facility and placed the table back into operation. The table was installed in 1997 and is maintained by the hospital's biomed department. No further issues have been reported.